Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "transcatheter aortic valve in valve implantation with bioprosthetic valve fracture" by authors sotiris c. Stamos, et al. Valve-in-valve transcatheter aortic valve replacement (viv tavr) has been approved for patients with bioprosthetic valve degeneration, as a safe and effective alternative to reoperation. Viv tavr can be problematic, however, when patients have a small surgical bioprosthesis, as a new valve must fit inside an already narrow opening. To remedy this problem, case studies have been reported on a new technique called bioprosthetic valve fracturing (bvf). Upon review of this written article it was learned that a patient (case 3) with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to severe aortic insufficiency observed on echocardiogram. The patient presented with dyspnea on exertion. The tavr procedure was performed with a 26mm non-edwards transcatheter valve. Tee showed moderate paravalvular leak (pvl) post transcatheter valve implant. Balloon aortic valvuloplasty was performed with a 26mm balloon that fractured the ring of the surgical bioprosthesis. On repeated examination, no pvl was noticed. The patient had an uncomplicated recovery and was discharged home on pod #2.